Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the reload was not engaging / locking. Handle was replaced and still would not engage. There was no patient injury.